Event description:
Consumer alleges she received 2nd degree burns on her back and hips from the heating pad.

Manufacturer narrative:
Response to 483 for inspection 12/2006. Co did not distribute heating pads to walgreens until 2001. The customer claims she purchased heating pad from walgreens in 1999. This is not a co heating pad.